Event description:
Approx three weeks after implant of a cphv mitral valve, the pt developed pneumonia. An echocardiogram was performed that showed restricted movement of one leaflet. The valve was explanted and replaced due to thrombosis. There is no report on the pt's condition.